Event description:
It was reported by repair work order that the customer alleged that the unit had malfunctioned hydraulics at the foot end. Upon inspection of the unit by the service technician, it was identified that the foot end jack could not lower.